Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) a full lead was returned. Inner tubing kinked/buckled. The helix does not extend and retract properly due to the buckled inner tubing. This is caused from stretching the lead.

Event description:
It was reported that during the implant procedure the helix would not fully extend/retract. The device was not implanted. No patient complications have been reported as a result of this event. It was reported the helix would not fully extend/retract. A new lead was used.